Event description:
The consumer reported a conflicting result with the binaxnowcovid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the test generated a negative result at the 15-minute read mark and a positive result at the 25-minute read mark. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use; device discarded.

Event description:
The consumer reported a conflicting result with the binaxnowcovid-19 antigen self-test performed on (B)(6) 2022. Per the consumer, the test generated a negative result at the 15-minute read mark and a positive result at the 25-minute read mark. There was no reported patient impact. No additional information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 210924 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 210924, test base part number 195-430h / lot: 207165. The lot met the required release specifications. A review of the complaints reported as false positive or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210924 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have been related to the specific patient sample. H3 other text : single-use; device discarded.